Manufacturer narrative:
A visual inspection revealed that panelized window antiglare coating badly scratched off of window. The window assembly was replaced.

Event description:
It was reported that the video monitor's image was distorted. This issue is possibly due to the customer using an unapproved cleaner. During troubleshooting, the customer attempted to thoroughly clean the device with an approved cleaner, but there were no improvements. No pt injury was reported.